Event description:
Surgical procedure has been reported due to femur fracture after down fall. The femur was reassembled with cerclage. The surgical procedure included femur cerclage but also revision of cup and liner (incident reported under ).

Manufacturer narrative:
.